Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08387. It was reported the patient is unable to increase stimulation. Diagnostic testing revealed multiple contacts with high and invalid impedance values. The patient denies any previous falls or trauma. Reprogramming resolved the issue. Follow-up identified the programs are auto-reducing. The scs system was evaluated by the sjm representative. Reprogramming was attempted to no avail. Reportedly, the patient was referred to his physician to address the issue. Surgical intervention was undertaken on (B)(6) 2015 at which time both leads were explanted and replaced with new models. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.